Manufacturer narrative:
Batch review performed on 10.08.2021: lot 2009026: (B)(4) items manufactured and released on 13-oct-2020. Expiration date: 2025-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
4 months after the primary surgery the revision surgery was performed due to infection (staphylococcus epidermidis) and stiffness and semi-block in flexion of about 20 °. The insert was revised (the same size) and the patient underwent arthrolysis of the knee.